Manufacturer narrative:
Additional/updated information was added to reflect the seat frame being returned to the manufacturer for evaluation. Per the initial evaluation, both seat rails were cracked. An expanded evaluation was performed. The expanded evaluation report confirmed that the tubing was cracked on both seat rails at the rearmost threaded insert hole, just in front of the rear tab weldment/seat support tube. The left seat rail was cracked all the way through the tubing, but the right seat rail was still partially intact. The underlying cause of the cracked tubing could not be determined.

Event description:
Provider states the end user alleges he was sitting in the chair, the axle on frame snapped, end user fell out of the chair and hit the floor. Provider states no medical attention, the end user's wife is a nurse. Provider was not able to provide any further information. Provider states the end user was at work and going to send a picture of the chair. Provider did not know patient weight. Provider alleges replaced the axle in june 2016. Photographic documentation was provided showing a broken seat rail. Update from consumer affairs on 7/6/2016: minor soreness and bruising alleged but no medical intervention reported.

Manufacturer narrative:
Complaint verified through photographic documentation provided. Photograph shows that he seat rail is broken. The user¿s manual states every six months, take your wheelchair to a qualified technician for a thorough inspection and servicing. Regular cleaning will reveal loose or worn parts and enhance the smooth operation of your wheelchair. To operate properly and safely, your wheelchair must be cared for just like any other vehicle. Routine maintenance will extend the life and efficiency of your wheelchair. No regular maintenance records were provided. Return material authorization has been issued for the return of this device for investigation; return not yet received. Investigation to be completed when the device is returned. Should additional information become available a supplemental record will be filed.

Event description:
Provider states the end user alleges he was sitting in the chair, the axle on frame snapped, end user fell out of the chair and hit the floor. Provider states no medical attention, the end user's wife is a nurse. Provider was not able to provide any further information. Provider states the end user was at work and going to send a picture of the chair. Provider did not know patient weight. Provider alleges replaced the axle in (B)(6) 2016. Photographic documentation was provided showing a broken seat rail. Update from consumer affairs on (B)(6) 2016: minor soreness and bruising alleged but no medical intervention reported.